Manufacturer narrative:
Concomitant medical products: sedr01 ipg, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that noise and high impedance were noted on electrograms (egm) on the right atrial (ra) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.